Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up premature battery depletion was suspected on the device. The device was explanted and replaced and the patient was stable.